Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2022 based on the date the manufacturer became aware of the event. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on an unknown date. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter to deploy. The procedure was completed with another resolution 360 clip. It was reported that abnormally high resistance was felt before the handle spool reached the end of the stroke. There were no patient complications reported as a result of this event.